Event description:
It was reported that the 8800 system locked up then was missing images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.